Event description:
Additional information was received stating that surgical intervention took place where the ipg was explanted and replaced to address the issue. Effective stimulation was restored.

Manufacturer narrative:
Date of event estimated.

Event description:
It was reported that the patient had an MRI a couple months ago and did not take device of MRI mode. The patient is not able to exit MRI mode. The patient was unable to establish communication with their external device. Troubleshooting took place but was unsuccessful. Surgical intervention may take place at a future date to address the issue.

Manufacturer narrative:
Date of event estimated. Based on information obtained the device is included in the neuromodulation implantable pulse generator (ipg) unable to exit MRI mode advisory notice issued by abbott on (B)(6) 2023.

Manufacturer narrative:
Based on the information received, the event is consistent with the loss of the bluetooth pairing bond while in MRI mode. As a result of this finding, abbott is performing further investigation.